Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that an acoustic sound came from the probe then muscle jerked once and the probe became completly inoperative. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: near the end of the medical procedure an acoustic sound came from the probe. Muscle jerked once and the probe become completely inoperative. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s of the polyimide's core cable became exposed and creating a short circuit between the active pin and the hood could be the lack of glue around the polyimide. The glue could have been scratched during the placement of the hood, damage during pin bending. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that an acoustic sound came from the probe then muscle jerked once and the probe became completely inoperative. The procedure was completed successfully.